Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/05/2020. Additional h3 investigation summary: a sealed box of product code: w9915, lot # al7632 was returned for analysis. During the visual inspection of sealed box, wrong packaging was noted since, the product code w9915 is incorrect for lot number al7632, the correct product code cording our systems is w9918. The box was opened, and the twelve samples belong to product code w9918, lot number al7632. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Five pictures were received for analysis. Upon visual inspection of pictures, the following was observed. A box with the product code w9915, lot number al7632 could be observed, the correct product code should be w9918 according to our system. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/29/2020. A manufacturing record evaluation was performed for the finished device lot number al7632, and no non conformances / manufacturing irregularities were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: where did you receive the product from (ethicon, distributor, etc)? Product managed at jnj aprilia wh. Was the suture seals on the foil still intact? N/a procedure name and date? Not available. No procedure. Event date? (B)(6) 2020. What would be the normal product code and lot number you would have expected to receive? Product code w9918, lot# al7632. When you say "wrong packaging" do you mean the label identification of the product? Yes. How was case completed? The customer shipped the product to jnj. Patient's condition? No consequences.

Event description:
It was reported that the package has the wrong product code. The product with product code ww915 and lot al7632 doesn't exist. It should be product code ww918.